Event description:
Customer reported a problem during a brachytherapy gynecological treatment. For the treatment a titanium fletcher-style applicator (gm11006860 / 3 probes) was used. During the treatment planning procedure the customer observed an incorrect angle of the intrauterine probe (gm11006680) but changing the angle by standard adjustment procedure was not possible. The customer decided at this stage to remove the tamponade, which was used to immobilize the applicator and found that the intrauterine probe was broken into two pieces. Customer removed applicator from patient. Customer removed distal part of the probe (which remained inside the patient) with forceps.

Manufacturer narrative:
A follow up of the MDR is expected and will be submitted as soon as the final investigation result is available.